Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. With respect to the returned unit, it has passed all specific functional testing requirements, except for the lock having rotational movement, when unit is properly positioned and put under pressure unit will function properly. An investigation of the device manufacturing records was conducted by the manufacturer. The device history record review showed no abnormalities related to the reported failure and that it passed all required inspection points with no mrrs/ncmrs, variances/deviations, or rework related to the reported allegation. Complaint was not confirmed. No manufacturing, workmanship, or material deficiency identified.

Event description:
A customer reported that a a1059 mayfield modified skull clamp was not holding tight enough on the patient. Additional information received on (B)(6) 2018 indicated that the physician placed the device on the patient's head on (B)(6) 2018 and did not think that the clamp was tight enough. The patient was not prepped for surgery; it was placed prior. There was a reported 5-minute delay while trying to get a replacement device but it did not have any impact on the patient. No injury was reported.